Manufacturer narrative:
Ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Event description:
It was reported to ventec that the ventilator was unable to maintain peep (positive end expiratory pressure) and that its exhaled tidal volume (vte) levels were low. There were no reports of patient involvement associated with the reported event.

Manufacturer narrative:
H6: the ventilator was evaluated by ventec where the reported issue of it being unable to maintain peep (positive end expiratory pressure) and having low exhaled tidal volume (vte) levels was confirmed. Ventec replaced the internal flow transducer (ift) to resolve the reported issues. Proper device operation was observed through functional and performance testing. The investigation determined that the root cause of the reported issues was the ift.